Manufacturer narrative:
The device has been evaluated by the importer stryker medical.

Event description:
It was reported that when a physician attempted to reattach the blower hose they were poked in the finger by wire that was at the hose end. It was reported that the physician required a tetanus shot as result of the poke.